Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy procedure, the device was difficult to load at the same time while using the needle did not stay loaded on the instrument. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.